Manufacturer narrative:
Additional information: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy and are instructed not to attempt to reuse any disposable supplies. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient was not following procedure correctly by re-using the minicap. The patient was hospitalized for the peritonitis event. On an unknown date, the patient was treated with unknown antibiotics for the peritonitis. Dianeal therapy was ongoing. Five days after hospital admission, the patient was discharged. The patient outcome was unknown. At the time of this report, the patient was scheduled for retraining on proper aseptic technique. No additional information is available.